Event description:
(B)(4).

Manufacturer narrative:
(B)(4) (importer) is submitting this report on behalf of b. Braun (B)(4) (manufacturer). (B)(4). The reporting facility has indicated that the pump may be available for investigation. To date the pump and pump logs have not been received and the investigation is on going. A follow up report will be submitted when the pump and/or pump logs are received and the results become available.